Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two and a half months after implant, the right atrial (ra) lead exhibited diminished sensing and had dislodged. It was also reported that the right ventricular (rv) lead exhibited diminished sensing and had dislodged. The physician suspected twiddler's syndrome. Detections and therapies were programmed off. After opening the pocket, it was noted that the rv lead had completely come out of the vasculature. The physician exercised the helix on the table and expressed concern that it wasn't properly extending and retracting and took too many turns to extend/retract. The rv lead was explanted and replaced while the ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.